Event description:
It was reported that the handle experienced an unspecified error and subsequently would not power on. Medtronic's initial evaluation of the incident device found that the analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 (manufacturing name, street, manufacturing city), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the returned handle noted no abnormalities. Functional testing found that the handle was inserted into a representative charger running v16 software to charge. After removing the handle from the charger, the handle indicated that it was running v29.6 software. The handle had 205 of 300 procedures remaining. All piezo tones heard during testing were abnormally quiet. A representative clamshell and adapter were connected to the returned device and calibrated successfully. A reload was attached to the device and was able to clamped and articulated without issue. The handle was able to be fired without issue on the a1 fixture. The handle was disassembled and it was noted that the diaphragm of the piezo was misaligned. Analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures. According to this data, the handle was running v29.6 software at the time of the fpga reset/reprogram failures. It was reported that that the handle does not initialize and had a handle or adapter error. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: quiet piezo. The most likely cause for the additional condition is due to an electrical component failure of the speaker. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the handle experienced an unspecified error and subsequently would not power on. There was no patient injury. Medtronic's initial evaluation of the incident device found that the analysis of data stored on the handle shows evidence of field p rogrammable gate array (fpga) reset/reprogram failures.

Manufacturer narrative:
Additional information: b5, d4, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.